Event description:
This event occurred during cath lab procedure for left superficial femoral artery (sfa) atherectomy/ angioplasty procedure. Upon removal of the atherectomy device, the cutting component was disconnected from the handle of the device and was unable to be retrieved. Patient taken to or for removal of retained embolic filter via above knee popliteal exposure & repair, removal of retained atherectomy components through sfa exposure and bovine patch repair, removal of right common femoral artery 6-french sheath w/mynx device closure, completion left lower extremity angiogram. Patient transported to pacu. Manufacturer response for atherectomy device, (brand not provided) (per site reporter). Medtronic rep is aware of the incident and would like the device, however, the hospital needs to retain the device.